Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, for the 6th firing for bronchus, the surgeon thought the device was fully fired and removed the device from the tissue, however the staple line was partially complete and incomplete from the halfway. The surgeon additionally resected and stapled to fix the incomplete site by another device. The procedure was completed with another device.